Manufacturer narrative:
Investigation summary: complaint was confirmed. Alert 41 was present in the notifications menu. Upon inspecting interior components of the device, the issue was determined to have been caused by false homing.

Event description:
It was reported that an ilet pump displayed restart code 41 indicating an insulin absolute range error, the user performed multiple restarts, and the agent arranged a replacement; the device was shut down via the menu to avoid further alerts and will be returned. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or need for medical intervention. Investigation included review of the alarm condition and user-reported device behavior. Investigation of this case revealed a device alarm consistent with an insulin delivery range fault; no additional component-level findings were available prior to return evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.